Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report sleeve steering issues. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted enlarged atrium. The steerable guide catheter (sgc) was advanced to the mitral valve. Then the clip delivery system (cds) was advanced through the sgc; however the clip did not insert through sgc with proper alignment, causing the clip to move in unintended direction. A decision was made to remove the clip from the patient, but then the clip briefly became stuck on the sgc tip. The clip was able to be ultimately removed from the sgc. Both the clip and the sgc were replaced due to the physician was concerned that the clip and sgc could be damaged. The procedure continued, and two clips were implanted, reducing mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported sleeve steering issues appears to be related to user technique. The reported difficult to remove the clip delivery system (cds) appears to be related to the reported sleeve steering issue. A cause of the reported potential cds damage could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.